Event description:
It was reported the patient presented to the emergency department after receiving 25 shocks. The impedance trends had been normal, and now were reported to be greater than 2500 ohms on the atrial and ventricular channels. Non-physiologic sensing was also noted. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis showed that pacing output measurements were undefined, and the device was unable to sustain a pacing output without a programming head placed over it. After opening the device, the pacing hold capacitor voltage was found to be below the nominal value. Removal of the capacitor returned the values to the nominal level. The capacitor was found to have high, unstable leakage, which would result in the reported failure conditions. H3 other text : it was reported the patient presented to the emergency department after receiving 25 shocks. The impedance trends had been normal, and now were reported to be greater than 2500 ohms on the atrial and ventricular channels. Non-physiologic sensing was also noted. The device was explanted and replaced. No further patient complications were reported as a result of this event. Ctual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event impedance, high oversensing shock, inappropriate.